Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ongoing ventricular tachycardia (vt) at 200 beats per minute. The patient experienced variations of flow and pulsatility index in correlation with vt.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient remained in and out of ventricular tachycardia (vt) over the previous week and more consistently in vt over the weekend. There was intermittent poor right ventricular assist device filling.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of ventricular tachycardia (vt) and right heart failure could not be conclusively established through this evaluation. The submitted controller event log files contained events from (B)(6) 2023 through (B)(6)2023. The majority of the files consisted of pi events. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and right heart failure. Section 1 also outlines all pump parameters, including pulsatility index (pi). Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. No further information was provided. The manufacturer is closing the file on this event.